Event description:
As reported by the user facility: complaint description "b braun pump; running prbc; 2nd unit with same line. Air alarm kept going off; 3x nurse tried to troubleshoot. With priming, examining, restarting, reloading tubing. Called b braun but tech not available. Called hsc medicine educator. Bedside nurse changed pump; and although worked for 5 mins; had air alarm again with no visible bubbles in line. Educator cleaned inside door with alcohol swab. Alarm as (alarm limit exceeded)" no injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.